Event description:
While using a byte day aligner, patient experiencing aligner cutting both sides of their tongue, upper maxillary labial frenulum and lip frenulum. They have constant discomfort and pain with their tongue. Patient provided discomfort tips and to file the aligner.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.